Manufacturer narrative:
H3: evaluation of the returned lens showed residue on the entire lens, including footplates. This residue would be expected on an explanted lens. Light surface abrasions (sleeks) were observed on both optic surfaces. Dimensional measurements of the overall dimension were within specification. H6: method: dimensional measurement. Results - product overall dimension was within specification.

Event description:
The lens was replaced after lens subluxation.